Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronic assembly. The pump had moisture damage on motor, cracked case at display window corner and a scratched display window. No constant vibration noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 80 mg/dl. The customer verified that his pump got wet after he placed it in his wet swimming trunks. The customer removed the battery and replaced it with a new one and the pump was constantly vibrating without an alarm. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.